Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: no battery cap or cartridge cap was returned with the pump. The pump was returned with battery compartment damage. Investigators were unable to remove the patient's battery due to the battery compartment damage. The pump is "damaged beyond investigation". Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.